Event description:
Dr informed sales rep per telephone of a new memory ring fracture with a composix kugel patch. The patch was explanted last week and, due to the fracture, has caused the perforation of the bowel. The pt is fine after surgery.